Event description:
It was reported that a ventilator had a communications malfunction. While being used on a patient. There is no report of patient harm, death, or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba), which resolved the reported issue.